Event description:
Reportedly, when the device was powered on, a connect electrodes message was displayed and an analysis of pt ECG could not be initiated. An advanced life support crew arrived on scene and diagnosed the pt with an asystolic rhythem. The pt was not resuscitated. The rptr stated the reported discrepancy did not affect pt outcome, based upon a lack of pt viability.